Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information is being requested from the field. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported. This rv lead is no longer is service.

Manufacturer narrative:
Corrections made to the coding table to reflect implantable lead, not implantable device. Additional information was discovered stating the reason for lead explant was dislodgement, adjusted the code to 1414: dislodged or dislocated and added information to the complaint summary. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information is being requested from the field. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported. This rv lead is no longer is service. Additional information was received that the reason for explant was that this rv lead had been previously dislodged. During the procedure, the electrophysiologist performing the revision was trying to explant this lead and at one point felt it was not safe to continue without cardiothoracic surgery present, therefore this lead was cut up, mechanically extracted, and is not expected to be returned. No additional adverse patient effects were reported. This rv lead is no longer in service.